Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. CAPA reference : (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Syringe split nut two 2016> confirmed. Syr 8110 split nut recall 2. Recall completed. Calibration completed. ==repairs: front: crack(bel press hsng, base/lt/fr/scr): replaced front case, mylar gasket, and keypad. Top disk holder sockets corroded/cracked; replaced top disk holder. (Note: mylar & keypad are incidental). Rear: crack(stress/lt/edg, base/lt/scr); ch/d(bot/rt/rr/cnr, bot/rt/fr/cnr, bot/lg/well): replaced rear case, feet, and labels. (Feet & labels are incidental). (B)(4)): replaced carry handle. Right iui corroded: replaced right iui (only). Tube drive bent/twisted: replaced tube drive, flex harness, sleeve, and wiper retainer seal (worn) on disassembly, found split nuts mildly worn; replaced both split nuts. Tamper seal intact on arrival (9/9/2016). (B)(4). File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per (B)(4).